Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this iabp and upon testing, the reported issue was not duplicated. The fse then completed full calibration, functional check to meet factory specifications, and the iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated an "iab catheter restriction alarm". No adverse event was reported.